Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2016-00611. It was reported the physician attempted to place two trial leads. The leads were unable to be placed due to the patient's anatomy and the patient reported pain during the procedure. The case was abandoned.